Manufacturer narrative:
Product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was not charging from the wall. On the call patient representative confirmed the controller was plugged in the wall and there was no green light above the screen. The controller said cannot recharge, controller battery too low. Patient representative said the ac power supply also had no light. Instructed pt to try a different outlet. Pt rep tried a different outlet and the light came on and the controller started charging. Troubleshooting resolved the reported issue. Patient and her spouse called back to report recharging difficulty, device showed good quality of recharge, but the battery won't advance, after a few hours of recharging. Inspection of the recharge equipment didn't show any damage. Caller did mentioned that he can only feel one edge of the implant but not the rest, which implies the implant may be at an angle. Tss decided to replace the recharger to see if that might make a difference.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned the replacement recharger resolved the issue. Caller inquired if they needed to return the old recharger. Agent reviewed information. Caller found the fedex label and return instructions.